Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implanted material reported to be about 5 months prior to the date of this report. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with one non-conformance (ncr) noted. Ncr (B)(4)was written against (B)(4) pcs. For ¿frosty finish¿ of the electro-polish. The ((B)(4)) parts were reworked through the normal rework process and found to be conforming. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. No device was returned for dimensional inspection. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed due to an infection and pain. The patient was originally treated for a tibia fracture. On an unknown date, it was discovered that an infection was present. It was reported that the patient likely developed the infection within the last month. The type of infection was not provided. The surgeon decided to remove all implants on (B)(6) 2014. This is report 1 of 5 for (B)(4).